Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(4) is displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message that cannot be cleared" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was the failure of single point load cell module #2, likely attributed to failed components, or mishandling such as a drop. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the archive data showed several (ua) 07 observed around the event date; thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test results indicated single point load cell module #2 failed and was over-reporting, which affects the linearity of the two load cells installed in the autopulse platform. The autopulse platform failed initial functional testing due to the (ua) 07 error message displayed upon powering on: thus, confirming the reported complaint. Single point load cell module #2 was replaced to remedy the complaint. After the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer reported the autopulse platform sn (B)(4) is displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message that cannot be cleared. No patient involvement.